Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss of over one hour occurred for the g6 transmitter with the serial number 86dbht. However, data for the g6 with the serial number 86bbht was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and app were unable to restore the connection. No injury or medical intervention was reported.